Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned because it was scrapped. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that during a revision surgery that the device fractured while being impacted. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Complaint subject photographs were evaluated and the reported event was confirmed. Evaluation of the photo confirmed a fracture from the middle anterior of the provisional to the middle posterior of the provisional. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. A definitive root cause could not be determined from the information provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.